Manufacturer narrative:
Date sent to the FDA: 08/23/2021. Additional information was requested, and the following was obtained: on what tissue was the stratafix (sxpp1a400) suture used? Lower abdominal fascia did the operating surgeon observe any suture deficiency or anomaly before or during suture placement?- no. Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure?- yes. Were two reverse stitches performed across the incision prior to closure?- yes what tissue dehisced? Please specify.- fascia tissue was dihisced was there any precipitating stress factor for the wound dehiscence and suture breakage post-op?- patient said she coughed and felt a pop what is physician¿s opinion as to the etiology of or contributing factors to this event?- not shared by surgeon. The following information was requested, but unavailable: the patient demographic info: age, weight, bmi at the time of index procedure? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What instruments or needle holders were used in this procedure to handle the suture? Other relevant patient factors/comorbidities/concomitant medications? What is the patient¿s current status? This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. A manufacturing record evaluation was performed for the finished device lot number ramaul/sxpp1a40012 and no non-conformances related to the reported complaint condition were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? On what tissue was the stratafix (sxpp1a400) suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What instruments or needle holders were used in this procedure to handle the suture? Did the operating surgeon observe any suture deficiency or anomaly before or during suture placement? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? What tissue dehisced? Was there any precipitating stress factor for the wound dehiscence and suture breakage post-op? Other relevant patient factors/comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength = 2360 g/m.

Event description:
It was reported that the patient underwent a c-section on (B)(6) 2021 and the barbed suture was used. Seven days post op, the patient strained and felt a 'pop'. Upon examination there was no visual issue, and the wound was dry. On 8th day of post-op, the patient was brought back to the or and the suture had broken in the middle of the wound. The wound had dehisced. The incision was re-closed using interrupted technique and other type suture. Additional information has been requested.